Event description:
As reported by the edwards field clinical specialist, the 23mm sapien valve dislodged from the retroflex3 delivery system when the physician tried to remove the valve and delivery system through the sheath during a transfemoral tavr procedure. Percutaneous access was obtained and pre close was performed with two perclose on the left side. Serial dilations were performed. Following insertion of the 24fr edwards sheath a kink was observed under fluoroscopy and resistance was felt on the guidewire. The sheath was removed and a second 24fr edwards sheath was advanced on the left side, which also kinked. It was then decided to place a 24fr edwards sheath on the contralateral side. The delivery system was then advanced through the 24fr edwards sheath on the right side when significant resistance was met due to a 90 degree aortic bend. The systolic blood pressure dropped into the 30's as the sheath had punctured through the abdominal aorta. A 12fr non-edwards sheath was advanced up the right side and a coda occlusion balloon was inflated above the perforation in the abdominal aorta and the patient¿s blood pressure stabilized. Upon removal of the delivery system the 23mm sapien valve was stripped off of the delivery balloon in the left external iliac artery (leia). It was decided to deploy an 8mmx6cm mustang balloon in between the 23mm sapien valve. A covered stent (I-cast) 10x38x80cm was then deployed inside the 23mm sapien valve, securing it in the leia. Five units of blood had been administered at this time. The medical team proceeded to advance another coda balloon so they can assess the renal arteries and the abdominal aortic dissection. The coda balloon was then deflated and a covered stent graft was deployed. The coda balloon was inserted through the stent graft and inflated sequentially through the graft due to some leaking around the proximal portion of the stent graft. This sequential inflation was performed twice. A hand injection below the coda balloon revealed a successful repair of the abdominal aortic dissection. However, the patient was unstable and the physicians were unable to resuscitate the patient. No further attempts were made to repair the damaged vasculature and the patient expired in the room.

Manufacturer narrative:
Reference manufacturing report number 2015691-2013-20766 for the aortic dissection and the patient's demise. The investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), the deployment of the valve in an unintended location is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. In this case, the sapien valve was ¿stripped¿ from the balloon during the attempt to remove it through the sheath. There was no indication that the valve seemed loose or dislodged spontaneously. In addition, there is no allegation of device malfunction. It appears that the delivery system with the crimped valve was pulled out so that the physician could put the 12fr check-flo through the sheath to assist with the assessment and repair of the perforation. There was no access on the left side so the physician would have had to pull out the delivery system to put in the cook guiding sheath through the right side. Therefore, the valve being stripped from the balloon appears to have been the result of a procedural complication. Of note, the delivery system is not designed to be removed through the retroflex3 sheath with the sapien valve still on the balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.